Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during turp procedure on (B)(6) 2024, a piece of the inner sheath had broken off. The procedure was completed without issue at the time using a back-up device. However during a CT scan of the abdomen/pelvis after the fact, customer discovered a foreign body inside of the patient. The patient had to return on (B)(6) 2024 to have the said foreign body removed. The foreign body was successfully removed. No patient injury was reported at this time.

Manufacturer narrative:
Per evaluation by the manufacturing site: result of investigation: during the technical investigation of the returned product, the following was found: ---impact marks on the surface of the shaft. ---ceramic insert broke off at the distal end. The fracture of the ceramic beak could have been caused by pulling out the inner shaft at an angle from the outer shaft. This misalignment puts pressure on the ceramic, which is thereby pressed against the outer shaft, which can lead to a fracture. Ceramic is a brittle material with a high degree of hardness, but it is prone to microcracks. Such cracks can expand under stress or after repeated use and ultimately lead to a fracture. The instructions for use (IFU) indicate that the ceramic beak must be checked for damage before each use. In addition, the manufacturing code indicated that the article was produced in 2018, which means that it is already 6 years old. It can therefore be assumed that the life cycle of the article has been reached or exceeded. During this period, microcracks could have formed due to use and ageing, which ultimately led to the breakage. Ceramics are particularly sensitive to sudden mechanical loads or punctual pressure. For this reason, it is essential to carefully check the material before each use, as also described in the instructions for use and reprocessing. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned to our us facility on sept-26-2024, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).